Event description:
A customer contacted beckman coulter inc. (Bec), in regards to obtaining multiple reproducible, elevated thyroid-stimulating hormone (tsh) results above the normal reference range for one (1) patient that was generated by the access 2 immunoassay system. The erroneous results were generated sporadically over the dates of (B)(6) 2011. This report documents the results generated on (B)(6) 2011. Subsequent testing on an alternate methodology produced lower, discordant results in a different clinical category. The erroneous results were reported out of the laboratory. The affect, if any, to the patient is unknown at this time.

Manufacturer narrative:
Patient demographic information has not been supplied to date. Sample collection and centrifugation information has not been supplied to date. Per the customer supplied qc data, both level of tsh qc have been performing within the customer's established ranges. Per the customer supplied documentation, routine system checks were performed on (B)(4) 2011; both passed within instrument specifications. The customer sent one of the patient's samples to customer product line support (cpls) for additional testing. Cpls testing was able to confirm the presence of a heterophile/heterophile-like interference. Therefore, a patient source interferent is the root cause of the falsely elevated tsh results. This report is related to the following mdrs that are reporting on the same patient over different dates for the similar event that occurred at this customer site: 2050012-2011-06514, 2050012-2011-06515, 2050012-2011-06516, 2050012-2011-06518, 2050012-2011-06519, 2050012-2011-06520, 2050012-2011-06521, 2050012-2011-06522.